Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited an increase in threshold values. The ra lead was reprogrammed by turning off capture management. Both the leads remain in use. No patient complications have been reported as a result of this event.